Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that c-arm cover fell off. Upon troubleshooting fse determined that the issue was caused by user error, as the arm was hit by the user. To resolve this issue, fse refix the cover. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The cause of the arm cover fall off was determined to be a user error due to the arm was hit by the user. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the arm cover fell off from the c-arm. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.